Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube approximately 37.95 mm from the distal tip. The main tube is broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. The instrument was returned with the seal and cannula still attached to the instrument. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a tip damaged. The procedure was completed with no reported injury.